Event description:
It was reported that when using the pyxis medstation es system, it had a drawer that was stuck, and was unable to open. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer was scrubbed against the bottom chassis to struck. The field service engineer hammered the piece of metal down until the drawer was no longer scrubbed on the bottom chassis to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.